Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 248 mg/dl. Reportedly, the cartridge was loaded successfully and insulin delivery was resumed.